Manufacturer narrative:
The device was not returned to zoll medical corporation; however, the g3 battery was provided for evaluation. The customer's report was duplicated and attributed to a depleted battery. As a result, the battery was scrapped and a replacement battery was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.